Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call they were experiencing problems with the insulin pump. The customer's blood glucose was 415 mg/dl, customer treated with manual injection. The customer's mother reported that the insulin was squirting out during fill tubing process. The customer's mother was assisted with troubleshooting reservoir and tubing process. Customer's mother was advised to monitor the pump and checked for alarms none found. The pump will not return for analysis.